Manufacturer narrative:
The biomedical engineer (bme) reported that the alarm indicator light is on continuously green and the unit went into deep configuration. The bme tried changing the alarm indicator light but it stays green no matter what color it is switched to. The bme sent the malfunctioning bedside monitor (bsm) in for repair. The reported issue was duplicated, device has alarm indicator that is continuously green. Also, when continuing the evaluation, it was discovered that the front enclosure had a broken screw insert at the top left corner. The touchscreen subsequently was damaged during repair and was changed as well. The repair was completed and the device has been tested and issue is no longer present. Unit was shipped back to customer.

Event description:
The biomedical engineer (bme) reported that the alarm indicator light is on continuously green and the unit went into deep configuration.